Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The reason for call was rep called after speaking with pt who reports that they have not used their ins in the last 1-1.5 years as it was not providing relief for them. Rep reports that pt had not met with a rep to discuss reprogramming. Rep reports that pt stated they recently had a stroke and needs to have a brain MRI, but that they do not have their pt controller or recharger as it was stolen from their vehicle. The caller was not with the patient. Technical services (tss) reviewed MRI guidelines. Rep reports he is unsure if pt is planning to have healthcare provider (hcp) replace or remove their ins, or if they would like their external components replaced, and reports he will call back for replacement if the patient desires. Rep also reports he will give tech services number to MRI center to call if they had further questions. Rep called with MRI tech on the line and reports that pt stated their ins is depleted and this is now the 3rd instance of overdischarge. Rep reports that pt is scheduled for an MRI of the brain and cervical spine and looking for guidance because the pt cannot connect to the ins to place it into MRI mode. The caller was not with the patient. Tss reviewed MRI guidelines and eligibility.